Event description:
During open heart surgery procedure, piece of plastic was noted in the pericardium and removed. Origin of plastic appeared to be pitcher which is enclosed in the heart pack and used to contain sterile water used for rinsing during the procedure.